Manufacturer narrative:
Concomitant medical products : product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 5 mg/ml at 0.5992 mg/day via an implanted pump for non-malignant pain. It was reported the patient¿s pump had been flipping and in (B)(6) 2021, the patient came in for a refill and they pulled out 32 ml and the expected reservoir volume was a lot less than that (caller unsure what the expected volume was). The patient¿s managing hcp had sent patient to do a catheter dye study/revision today. The plan was to revise the catheter only. Additional information received from the rep indicated they were at the catheter dye study/revision case on (B)(6) 2022, and the plan was to revise only the catheter, however when she interrogated the pump it said the pump was stalled. The rep confirmed the patient had an MRI on the same date they are seeing the stall. While the rep was trying to pull up pump serial number information, she saw a message saying the pump motor stall had recovered. The rep confirmed they had also heard the pump alarm after interrogation. Technical services reviewed that this information aligned with telemetry mode and confirmed there should be no issues with the pump. The plan would be to just revise the catheter.

Event description:
Additional information was received that they were unable to aspirate the catheter. The doctor went to the back and cut the catheter and cerebral spinal fluid (csf) was dripping. An 8784 was used to revise. The patient was doing well. The patient's weight was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the inability to aspirate the catheter was unable to be determined. When the hcp went to the spine segment and cut near the anchor to see if csf (cerebrospinal fluid) would drip, csf did drip appropriately, so a new pump segment of catheter was added and connected to the pump. It was felt that the csf dripping determined proper spinal segment placement, so the existing spinal segment of the catheter was not revised.